Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for lead revision due to noise on the atrial and ventricular leads. During the revision procedure on (B)(6) 2018, the patient suffered a hemothorax and passed away. No additional information was reported.